Manufacturer narrative:
Local ortho's distributor had performed a neutralization of the serum sample from the patient using ab serum and that tested this serum sample again for antibody screening in iat using surgiscreen lot 3ss252 with ortho bliss in manual tube method and in manual biovue method and that they had obtained: a negative result in tube technique with sample where saline was added instead of serum ab (considered as the positive control sample); a negative result with tube technique with sample where serum ab was added for neutralization; complaint review failed to identify a trend.

Event description:
Complaint reporter is reporting discrepant negative antibody screening and antibody identification result for a patient plasma sample using biovue technique with an ortho autovue ultra analyzer and in manual biovue technique. The reporter said that on (B)(6) 2016, the local ortho's distributor had performed a neutralization of the serum sample from the patient using ab serum and that tested this serum sample again for antibody screening in iat using surgiscreen lot 3ss252 with ortho bliss in manual tube method and in manual biovue method and that they had obtained: a positive result with biovue technique and a negative result in tube technique with sample where saline was added instead of serum ab (considered as the positive control sample); a negative result with biovue technique and tube technique with sample where serum ab was added for neutralization. The reporter said that the customer had reported the presence of anti-ch/rg antibody to the physician. Complainant name: dr (B)(6). Complaint reporter: mrs (B)(6). Event date: (B)(6) 2016: reported on: 11 november 2016 by dr (B)(6) who reported it the same day to ortho's helpdesk. The second event was reported by mrs (B)(6) to helpdesk on 23 november 2016. Software version: not provided. Reagents: ortho biovue system poly cassette, lot ahc571a expiry date 10 december 2016. Ortho biovue system neutral cassette lot nec352a expiry date 11 april 2017. 0.8% resolve panel c lot 8rc516, expiry date 29 november 2016. 0.8% surgiscreen lot 8ss288 expiry date 29 november 2016. Surgiscreen lot 3ss252 expiry date 29 november 2016. Ortho bliss lot 280458 expiry date 10 july 2017. And other reagents involved: 0.8% resolve panel b lot 8rb332 expiring date 29 november 2016. Patient information: no patient information was provided by the reporter. Testing done by the customer alone on (B)(6) 2016: the reporter said that the customer had tested a plasma sample from the patient for antibody screening in iat technique using 0.8% surgiscreen lot 8ss288 with ortho biovue system poly cassette lot ahc571a with an ortho autovue ultra analyzer and that they had obtained negative reactions with three red cells of the red cell reagent. The reporter said that on the same day, they had tested the same plasma's sample from the patient for antibody identification in iat technique using 0.8% resolve panel c lot 8rc516 and the same lot of ortho biovue in manual method and that they obtained negative reactions with the eleven cells of the red cell reagent. The reporter said that the customer had performed several cross match testing with the serum's patient sample in biovue manual technique (as per their routine procedures) and that they were all positive. Based on this reactions in cross match testing, the reporter said that the customer performed again the antibody screening and antibody identification using the same reagent lots but with the serum sample from the patient and that they obtained positive reactions with all screening/identification cells of the reagents red blood cells. Testing done by the customer together with the local ortho's distributor on (B)(6) 2016 on the same samples from the same patient: the reporter said that on (B)(6) 2016, they had re-tested the serum's sample from the patient for antibody screening in iat technique using 0.8% surgiscreen lot 8ss288 with ortho biovue system poly cassette lot ahc571a with an ortho autovue ultra analyzer and that they had obtained positive reactions with three red cells of the red cell reagent (in cassette 22022859). The reporter said that 3+ reaction strength were obtained with cells 1 and 3 and a 1+ reaction strength was obtained with cell 2 of the red cell reagent. The reporter said that on the same day, they had tested a plasma's sample from the same patient for antibody screening in iat technique using the same reagents lots with the same analyzer and that they obtained negative reactions with the three cells of the red cell reagent (in cassette ID 22022860). The reporter said that on the same day, they had tested the plasma's sample from the patient for antibody identification in iat technique using 0.8% resolve panel c lot 8rc516 and the same lot of ortho biovue poly cassettes with the same analyzer and that they obtained negative reactions with the eleven cells of the red cell reagent (in cassettes ids 22022822, 22022859 and 22022823). The reporter said that on the same day, they had tested the serum's sample from the patient for antibody identification in iat technique using the same reagents lots with the same analyzer and that they obtained positive reactions with the eleven cells of the red cell reagent (in cassettes ids 22022824, 22022823 and 22022825). The reactions strength obtained were 3+ with cells 1, 7, 8, 10 and 11 and 2+ with cells 2, 3, 4, 5, 6 and 9. The reporter said that on the same day, they had tested both samples from the patient, serum and plasma for antibody identification in enzyme technique using ortho biovue system neutral cassettes lot nec352a and ficin treated cells of 0.8% resolve panel c lot 8rc516 with the same analyzer and that they had obtained negative reactions with the eleven red cells of the red cell reagent for both sample tested serum and plasma (respectively in cassettes ids 88035816 / 88035815 / 88035817 and 8035814 / 88035815). The reporter said that no biased result was reported to the physician and that no harm occurred to the patient.